Event description:
As reported, the tip of a .014 300cm stabilizer guidewire separated when it was taken out of the snail holder. There was no reported patient injury. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.